Event description:
Male pt went on dialysis, 2005 at 8:30 am. At 10:30 a.m. He awoke from sleep complaining of being cold, his face was flushed red, and his skin was diaphoretic. He complained of abdominal pain and nausea. The pt's temperature was 99.0 degrees f. The nurse practitioner was called. Blood cultures were done and ancef was admin IV. As the pt was not better and symptoms persisted he was transferred to the hosp emergency room, then transferred to a larger facility and admitted to ICU. He was diagnosed with hemolysis. The pt was diabetic with multiple comorbidities, on dialysis for greater than 10 yrs. It is unk what regular medications the pt was on, but the staff reports that he is not on steroids. He is allergic to ancef, codeine and penicillin. Despite this, the pt was given ancef IV the day of the incident. This pt was dialyzing on a phoenix machine with a cartridge blood set, lot number 10k15713 and a folyflux 21r dialyzer. Pt was treated with an antibiotic to which he had an allergy.